Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported that the insulin pump has alarmed button error. Customer stated that the first time she was carrying her baby and the insulin pump was pressed up against her but she didn't think it happened for three minutes. Customer was able to clear the alarm. Customer received another button error alarm the day of the call and could not clear it. Customer stated that the device was dropped in the past; she got out of the shower and knocked it off of the counter. Blood glucose value is 115 mg/dl. Nothing further reported.